Event description:
Customer reported on bravo capsule which failed to attach. When the physician removed the delivery system, the capsule fell to a patient's mouth. The patient wasn't injured following this procedure.